Event description:
A surgeon reported what he considered to be a "valve problem when air didn't come out after switching from irrigation to air" during an unknown procedure. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received, but has not yet been evaluated. (B)(4).